Event description:
The customer reported the video processor displayed an error message prior to the procedure during sedation for an olympus colonovideoscope. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.